Event description:
Info indicated that the caster brakes would lock and hold, but caster would rotate if pushed on side. No injury reported.

Manufacturer narrative:
Technician found that the caster brakes would lock and hold, but caster would rotate if pushed on side. Replaced caster to resolve this issue. No pt injury. Bed on 1st floor.